Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2022. The customer's blood glucose level at the time of incident was over 400 mg/dl. Customer's current blood glucose level was 254 mg/dl. The customer stated that the symptoms related to high blood glucose such as headache, tired, weak. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with intravenous insulin drip. Customer was using insulin pump within 48 hours of reporting high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did allege insulin pump was under delivering. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned the insulin pump for an alleged possible under delivery and was hospitalized for high blood glucose found on (B)(6) 2022. Also, on (B)(4), svn#: 000313982683 - customer returned device for an alleged visit to emergency room and was hospitalized for high blood glucose and diabetic ketoacidosis found on (B)(6) 2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08490 inches. Successfully downloaded history files and traces using thump. Successfully uploaded insulin pump to carelink. In further full review of the insulin pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered: 26000 (2.6 u) bolus.(B)(6) 2022 18:38:02.000 normal bolus delivered (220) normal bolus amount programmed: 26000 (2.6 u) bolus amount delivered: 26000 (2.6 u). The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay and a scratched case. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. Customer alleged for possible under delivery was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.